Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states where the back cane on the left side is broken at the frame.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld at bottom rear of side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The left side frame for the invacare tracer IV wheelchair in question exhibited a break at the weld between the back cane and the lower side bar. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld at bottom rear of side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The left side frame for the invacare tracer IV wheelchair in question exhibited a break at the weld between the back cane and the lower side bar. The provider states where the back cane on the left side is broken at the frame.